Manufacturer narrative:
This event was originally reported under the pump (MFR. Report # 2916596-2023-08826) and will also be captured under the modular cable in this report. Section a4: weight was requested but was not provided. Manufacturer's investigation conclusion: the reported event of the driveline not being fully inserted was not able to be confirmed. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for the modular cable, lot number 8993382 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 2, "system operations" states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was connected to the power module (pm) when they experienced a low voltage alarm. In troubleshooting, the account changed from system monitor to a heartmate touch but was unable to connect with the patient. It was suspected this was due to non-initiation of the bluetooth dongle. The patient was receiving power to their system with no drops in flow. The account then reported switching the patient to their backup system controller which did not start the pump. Additional information was provided that the driveline was not fully inserted on the back-up controller and also that it was placed on the patient without power sources attached and the pump didn¿t start. There was no damage reported on the connections. Because of this, the patient was placed back on their primary controller with no patient consequences and was receiving power to the system. Log files were sent for review on the primary controller, which showed emergency backup battery (ebb) faults that appeared to have resolved, and a couple of driveline disconnect alarms on (B)(6) 2023 for unknown reasons. Driveline disconnect alarms on (B)(6) 2023 were then reported to be due to the staff exchanging the patient's system controller several times. The log file from this controller also captured some voltage issues on (B)(6) 2023 that may be due to patient cable fatigue. The patient cable was removed from service. Lastly, it was reported that the patient was connected on (B)(6) 2023 to a third system controller and disconnected within one minute. During this time voltages were reported to be a little low. It was reported by the site that this was a "loaner" controller stored in the unit. The contact reported that the patient was stable with parameters consistent with their previous trends. They had not experienced any alarms since.